Event description:
In 2008, the sales representative reported that during surgery, the surgeon was attempting to implant a speedlink, when it would not fit correctly. The surgeon then had to remove the closure tops and implant another speedlink. Additional info received on 02 oct 2008 via telephone, the sales representative reported that during surgery the surgeon attempted to implant the speedlink, when it was not the right size. The surgeon then had to explant the closure tops and speedlink, in order for the speedlink to fit. The closure tops were replaced. There was no malfunction with the closure tops.

Manufacturer narrative:
Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending, upon the return of the product.